Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there were problems over the last two cases with the valves for carbon dioxide (co2). The perfusion team noticed the off-set quickly and used the lab analyzer values to make clinical judgements. The patient was not treated incorrectly, as the lab analyzer values were used. This perfusion team routinely does multiple in-vivo calibrations and compares results to independent lab analyzer. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
This complaint was verified by the clinical specialist. After the previous procedure was completed the blood parameter monitor (bpm) was cleaned per routine protocol. During cleaning and after the use of the device for a cardiopulmonary bypass procedure (cpb), the user reported the bpm"s carbon dioxide (co2) values were inconsistent. While cleaning the bpm, the 37c/@ soft key was accidentally pushed. This changed the measurement mode from 37c (alpha-stat) to @ (ph-stat) or @ current blood temperature. When blood samples were drawn from the cpb circuit and analyzed per independent lab analyzer, the lab analyzer used the 37c method and the bpm was accidentally set to @ mode. As a result, the bpm values were temperature adjusted, whereas the lab analyzer was not temperature correcting the samples. The perfusion team found this mistake after a second procedure was performed using @ mode. This report is associated with MDR #1828100-2012-01490.